Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : update 15-august-2023. Update received on 13-august-2023 did not have any additional details to be added in investigation. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative: added: b5 corrected: h6 (clinical, impact, and device codes). The pe code was updated from broken (2+ pieces) intraoperatively to broken (2+ pieces): intraoperatively: fragment removed from wound.

Event description:
Additional information received: a. What part of the instrument broke? Attachment to the impaction handle. B. Did it break into two or more pieces? If no, please specify what is the alleged deficiency, is it dull, bent, cracked, stripped, scratched, worn, cross-threaded, or any device interaction issues? A small piece broke off affecting the lock onto the handle. C. Were all pieces of the broken instrument retrieved from the patient? Yes. D. Were there any adverse consequences that affected the patient because of the reported event? No.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary ==> an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the femoral impactor broke during use. There was a 5 min. Delay.